Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes and device data, the ilet operated as intended. The user failed to follow the instructions provided in our user guide and training, as well as the on-screen instructions in the device when replacing their insulin cartridge, resulting in the need for medical intervention to prevent a severe hypoglycemic event. The user was appropriately re-trained on the correct procedure.

Event description:
On 5/28/24 a healthcare provider (hcp) reported an ilet user had made an error when changing their insulin cartridge and potentially bolused themselves with a large amount of insulin. On 5/28/24 the user decided to fill their current cartridge with insulin and reconnected it to the ilet without disconnecting from the infusion set site or following the proper process. The user later noticed that the insulin vial appeared empty on the ilet screen. With a steady bg of 126 mg/dl but fearing they had bolused a large amount of insulin the user called their certified ilet trainer (cit). The cit instructed the user to disconnect the ilet, take glucose tablets, and sit down. The cit texted the user's son and asked him to call the doctor and have paramedics go to the user's home. The son met the user at the hospital, where they were monitored and provided food. On 5/29/24 a beta bionics customer care agent followed-up with the hcp about the event. The hcp reported that the user was at the ER for a couple of hours, given glucose tablets and crackers. The user's bg never dropped below 122 mg/dl, and no adverse effects were reported.